Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge alarm 1 occurred. Subsequently, it was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer was unable to load a new cartridge. The customer's blood glucose was 180 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.